Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the patient received more medication than intended. On an unspecified date and time, the device was programmed for piggyback delivery an unspecified concentration of vancomycin, at the rate 100ml/hr, 100ml vtbi (volume to be infused) and the delivery was started. It was reported that 30 minutes after the delivery was started, the nurse noted, the medication container was empty and the device displayed that 64ml was the volume to be deliver. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. The customer contact stated there was no change in the patient status. No medical interventions were required. Though requested, no additional information was provided.